Manufacturer narrative:
A product deficiency was not reported or found. Technical service informed the consumer to flush their nose with copious amounts of water and advised the consumer to contact their health provider if any irritation occurred. A copy of the safety data sheet (sds) was not able to be sent to the consumer as an email address was not provided. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure to the nose using the binaxnow covid-19 ag self test on (B)(6) 2025. The consumer applied the reagent solution onto the swab and then inserted it into their nostrils. Although requested, no additional patient information, including treatment and outcome, was provided.